Event description:
It was reported the patient had a loss of therapeutic effect. The patient was not able to adjust stimulation. Stimulation was adjusted from 4 volts to 8.5 volts, reaching the upper limit, and the patient could not feel stimulation, only heat. Stimulation was changed to program 2 at 7.4 volts. The loss of stimulation started a couple of days ago. The patient had been going to the bathroom a lot. It was reported on (B)(6) 2012 the patient was still experiencing a loss of therapy and increased frequency. The patient had tried all 4 programs, but none have worked. The patient felt "heat" but not "tingling." There was no fall or trauma reported and the patient had an appointment with her physician the following week.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va006qt, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).